Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high thresholds, placement difficulty, and helix mechanism issues. The physician had difficulty placing the lead, and helix extension issues were observed. In addition, tissue in the helix was noted. Another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high thresholds, placement difficulty, and helix mechanism issues. The physician had difficulty placing the lead, and helix extension issues were observed. In addition, tissue in the helix was noted. Another rv lead was successfully implanted. No adverse patient effects were reported.